Event description:
It was reported that while attempting to implant the left ventricular lead, the physician was not able to cannulate the coronary sinus ostium. The patient developed a coronary sinus dissection. Physician then elected to implant a bipolar lead. The patient is enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).